Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: omnipod software app version: smartphone operating system: smartphone hardware: cgm sensor type: please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's legal guardian (lg) reported that they had developed an infection at the insertion site while wearing the pod between 5 and 24 hours on their arm. Symptoms reported include pain, redness, irritation, pus, swelling, and discomfort. The pod was removed and discarded, prior to going to the emergency room. The patient was diagnosed with cellulitis and was prescribed flucloxacillin 500mg as treatment. The patient was discharged after 2 hours. The patient was able to apply a new pod and resume treatment.